Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 2.7 cm to 3.0 cm from the proximal side of the suture tie impression; the outer insulation was breached and the outer coil was exposed at the same location. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.